Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, exposure, and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV, exposure, infection (unknown onset), rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii to IV" which "caused exposure to the implant," rupture, infection, and seroma. Device has been explanted.